Event description:
It was reported that the balloon had burst. An agent dcb mr 3.50 x 15mm was selected for treatment of the target lesion which was located in the right coronary artery (rca) and was mildly tortuous, severely calcified, and 80% stenosed. During the procedure, the balloon had burst. The device was removed and the procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not returned to the complaint investigation site for analysis. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was performed, and it confirmed that balloon material rupture and catheter difficult to cross lesion were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the reported event details, the balloon rupture and difficulty crossing the lesion most likely occurred due to an interaction with a restriction in the patients complex anatomy. This product investigation is assigned the most probable cause classification of adverse event related to patient condition.

Event description:
It was reported that the balloon had burst. An agent dcb mr 3.50 x 15mm was selected for treatment of the target lesion which was located in the right coronary artery (rca) and was mildly tortuous, severely calcified, and 80% stenosed. During the procedure, the balloon had burst. The device was removed and the procedure was completed using another of the same device. There were no patient complications.